Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ineffective therapy with tonic stimulation. Reprogramming did not resolve the issue, so surgical intervention may take place to explant and replace the ipg.